Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that all buttons became unresponsive after battery change. Customer's blood glucose was 263 mg/dl. Customer reported that insulin pump may have been exposed to moisture due to wearing pump in bra. After troubleshooting, customer was advised that insulin pump would need to be replaced.